Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of having low blood glucose of 50 to 60 mg/dl. Customer treated with juice and declined low blood glucose troubleshooting, although customer needed assistance with tape not adhering. Troubleshooting provided assistance and information regarding tape. Customer was advised to call back if any further issues.